Manufacturer narrative:
Additional information: concomitant device added. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported the loop generated an arc during the procedure. No negative impact in state of health reported. Since the hospital has no back-up device, the procedure was aborted. Since the procedure was aborted, the case is deemed as reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
He autocon hf generator was sent to the manufacturer for inspection and showed no malfunction at all. The by the customer provided video also showed a normal behavior for a bipolar cutting electrode. Both devices worked as intended. From the manufacturers point of view, the cancellation of the surgery is incomprehensible and is a decision in the users responsibility. The event is filed under internal karl storz complaint ID: (B)(4).